Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that therapy doesn't seem to be helping as much as it used to. When asked, no changes to normal diet or medications. Patient said that about two weeks ago was cleaning and that threw off their back and then started to notice a difference in symptoms. Patient said has been receiving massage therapy. The patient scheduled a reprogramming session at their doctor's office. Email was sent to field rep as requested.